Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a blurry image involving an Olympus Gastrointestinal Videoscope. There was no patient injury reported.